Manufacturer narrative:
(B)(4). Film evaluation results are: review of pre-implant CT¿s confirmed that the patient had a 5.5cm max diameter infrarenal aaa. The proximal neck flow lumen diameter just below the lowest left renal artery measured ~24mm, and the neck contained thrombus. The infrarenal neck was angulated ~55 deg l-r and 50 deg a-p relative to the distal aorta. The aaa also contained thrombus (2 ¿ 3cm flow lumen diameter) and was ringed with calcification. The distal aortic diameter was 2cm x 3cm. The iliac arteries were mildly angulated and calcified. The cause of aaa rupture leading to the patient¿s death could not be determined from the pre-implant films provided. Films during implant and post stent graft implant were not available for review. No issues were reported during the implant, and no stent graft issues were noted during the surgical conversion. The analysis of the returned films pre-implant did not reveal any characteristics that could explain the reported events.

Event description:
An endurant stent graft system was implanted in patient for endovascular treatment of a 60.7 mm diameter abdominal aortic aneurysm. The proximal aortic neck measured 28 mm in diameter and 22 mm in length. The proximal aortic neck angle measured 30 degrees. The vessel was mildly tortuous and moderately calcified. It was reported that two days post implant, the patient became hemodynamically unstable from ruptured abdominal aortic aneurysm. An emergent open intervention was done; however, the patient expired. Per the physician, the cause of the post-operative ruptured abdominal aortic aneurysm leading to patient death was unknown; the stent graft appeared to be seated well proximally and distally.